Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: IV settings set and medication infusing as normal. Pt calls - alarm as patient is moving arm around. Patient yelling that his arm is hurting (IV site) and saying he is nauseated, and feeling severe abdominal cramping. Rn & crn in room notice that pamidronate bag and primary bag are both flowing too fast, despite the rate being set on the pump. Attempted to reset pump - but medication continued to bolus. Had to clamp line, remove tubing and replace. Patient required antiemetic and analgesia in order to manage symptoms. Not confirmed that symptoms were a result of increased rate of pamidronate administration - but possible"

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The device involved and/or logs were not provided for evaluation. The reported defect was not confirmed. All information concerning this reported incident has been included in our trend analysis of the product line.